Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead system exhibited high pacing lead impedance measurement greater than 2,000 ohms. Additional information received indicated that the cause of the observation was not determined. The lead was not tested with pacing system analyzer (psa). The crt-d and ra lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the ra lead is no longer in service and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.